Manufacturer narrative:
During troubleshooting, the user stated they were running an rgb - composite- and s-video cable from the video system unit through a boom to an adapter and a monitor across the room. The user replaced the monitor adapter from the rgb cable and the phenomenon of intermittent image improved but the user felt the red and green rgb cable needed to be replaced. The user asked tac if they could reterminate it. Tac recommended that they eliminate the boom and run the cable straight to the monitor, but the user could not. Tac then recommended the user replace the monitor cable all together and provided two part numbers (maj-1462, and maj-1584) as the user was unaware of which length they needed. The user will measure the length and replace the cable. A review of the video system center's history was reviewed and there were no service/repair records available. As part of the investigation, olympus followed up with the user facility to obtain additional information regarding the reported event. The user facility further reported the issue occurred during the middle of a colonoscopy procedure. There was no patient injury. This procedure was completed with the same video system unit as the image came back. The image was intermittent when they activated the argon electrosurgical deemer to cauterize that was being used in conjunction with the subject video system unit. The video system unit was inspected and there was no physical damage or abnormalities observed. This device will not be returned will not be returned as it has been working. An olympus representative had come onsite and so has the other manufacture and they were unable to duplicate the issue. There have not been any issues with the other manufacture's device. There were no error messages, alerts or alarms received. Everything was set up and installed correctly. The investigation is ongoing, if additional information becomes available this report will be supplemented accordingly.

Event description:
The technical assistance center (tac) was informed that the evis exera iii video system center was producing an intermittent image on the user's secondary monitor. There was no patient injury reported.

Manufacturer narrative:
This supplemental report was submitted to provide additional information to MDR# 8010047-2020-04069. The original equipment manufacturer (OEM), omsc, performed a device history record review and no abnormalities were noted. No device was returned to the OEM; therefore, the root cause of the reported event could not be determined. However, an investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. Although the detailed information was requested, no more information can be obtained and it was determined that obtaining additional information was difficult. In addition, the root cause has not been identified because this product has not been returned. Based on the information reported, considering that the event occurred during use of the electrosurgical knife, it is presumed that noise from the use of the electrosurgical knife propagated to the device and the video signal cable, causing signal disturbance in the endoscopic image and the video signal and temporarily interrupting the image. The instructions for use (IFU) precautions for operation section indicates, use only olympus high-frequency electrosurgical equipment with this unit. Non-olympus equipment can cause interference on the monitor display or a loss of the endoscopic image. Before using high-frequency electrosurgical equipment, be sure to install and connect the equipment according to its instruction manual and make sure that the noise does not affect the observation and surgical procedures. If high-frequency electrosurgical equipment is used without such confirmation, patient injury may result.